Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation, "rashes and sores." Patient additionally reported ¿night sweats, brain fog, sores, weight loss, and loss of appetite" not related to the device. The device remains implanted.